Event description:
Account reported that the left head rail will not latch. There was a patient on the bed. No injuries reported.

Manufacturer narrative:
Technician found the release arm bent. He replaced the release arm to resolve.